Event description:
It was reported that a patient underwent a should be rotator cuff repair surgery on (B)(6) 2026 and suture was used. During the procedure, suture was used to close the surgical incision and deep tissue during rotator cuff repair surgery. Prior to surgery, the appearance and packaging of consumables were inspected according to regulations. During the process of suturing the skin, the needle tip of the suture broke, and the broken needle tip was located in the shallow layer of subcutaneous tissue. The doctor keenly observed the situation of the broken needle and immediately used hemostatic forceps to remove the subcutaneous broken needle completely. The original incision was inspected and rinsed to confirm that there were no foreign objects left. After that, a new suture was replaced to complete the suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what is the current status of the patient? Were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage resulting from the search for the needle piece? Does a fragment of the needle remain in the patient¿s tissue? In which tissue structure was the broken needle located? What is the surgeon¿s opinion of the potential consequences for the patient? Please provide the source or name of person providing answers to follow-up questions: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "